Event description:
Philips received a complaint from biomedical engineer (biomed), reporting that the v60 ventilator had a patient disconnect alarm. The device was in clinical use when the issue was observed. No patient or user harm reported. The biomed reported that the hospital staff observed that the v60 ventilator had a patient disconnect alarm the device was tested with a patient test circuit; the biomed reported that the device functioned as normal. The biomed then reported that the issue could only be triggered when the test circuit was removed from the gas port. The biomed reported that the issue could not be reproduced, and the device was functioning as normal; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details were noted by the biomedical engineer (bme), and it was reported that while troubleshooting the device, a test patient circuit was attached, and the bme ran an operational test for 10 minutes with no error. The bme then checked all the internal connections to gas port and no leaks were found. An operational pre-check was then performed, and no errors were reported. The device was returned to service.